Event description:
It was reported that prior to an im nailing procedure, hospital account advised that the wing nut was found broken off. It is not known how or when the wing nut broke. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the wing nut was broken off as described in the complaint. There is a gouge at the edge of the hole where the wing nut mounted on the instrument. There are some minor scratches on the head. There are no prior complaints in the 2 year history and the complaint condition presents minimal risk. The thumb screw is staked at the base so the remaining portion cannot fall out of the sleeve. The subject device was manufactured in august 2000 and at that time, the inside part that engaged the instrument shaft was a spring loaded ball plunger. Therefore, even if the top of the screw broke off, the ball detent would provide the desired retention. There is a mark on the head at the base of the hole where the thumb screw was located which indicates that the thumb screw was broken because of misuse rather than a design or manufacturing related issue. Therefore this complaint is invalid. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4). Report was for an inter-medullary nailing (im) procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.